Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Pt reports for past several weeks noticed the ok and up and down arrows becoming intermittently unresponsive, and are getting worse with time. Pt wears pump in pocket. Pt denies any damage to keypad or pump; the buttons still click back and spring as usual and pt denies exposure to moisture.